Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with expired test strips - unable to test. Most likely underlying root cause: mlc-12 product expired test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 200 - 300 mg/dl. At the time of the call the customer reported feeling cold and thirsty. Nurse was with customer and stated she would call physician. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 04/30/2018; strips are expired and nurse was aware. Customer did not remember the open vial date. Customer did not have another vial of test strips. The meter memory was reviewed for previous test result history: (B)(6). The nurse says she is calling because she says that meter is old and believes that it is defective. Strips are expired and nurse is aware. No other strips are available.